Manufacturer narrative:
(B)(4). Customer complained about the unit having a blank display, a frozen display and was exposed to moisture on event date of (B)(6) 2021. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Multiple replace battery now alarms on event date of (B)(6) 2021 23:08:47.000 - 23:11:15.000. The unit was cut open with corrosion on the force sensor assembly, moisture damage on the motor assembly, moisture damage on the lcd assembly, corrosion on pcba 1 and moisture damage on pcba 2 noted during visual inspection of the electronics. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, peeling/fading end cap address label, cracked battery tube area, cracked battery tube threads, corroded battery tube and scratched case. Device was confirmed for multiple replace battery now alarms due to corrosion on the j6 connector. No blank display anomalies or frozen screen anomalies confirmed during testing or in the history/trace files. Unit passed required testing. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The information received by medtronic indicated that the insulin pump had a blank display. Customer stated battery was changed multiple times, but the issue was not resolved. Contacts on battery cap were not missing nor damaged. Customer stated display was return after restart. There was mist. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.